Event description:
The pump connector was replaced and the pump was filled with saline (see manufacturer's report number 300420917200804223). After approximately one week, the saline was removed from the pump and the pump was filed with fentanyl instead of morphine. After 12 hours, the patient was found in a comatose condition by her daughter. The physician stated that the pump had delivered 1.7 mls instead of the 0.4 mls which he had programmed; this assessment was based on the difference between the aspirated drug and declaration in the programmer. The pump was again filled with saline. The patient remained hospitalized for slow titration of the fentanyl and for treatment of other unspecified diseases.